Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's eye. The lens did not fit in the patient's eye. Patient's eye did not take to the lens. Lens was removed and a 3-piece non- staar lens was implanted. There was no patient injury. Cause of this incident was due to patient's anatomy. There was no device malfunction.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient; no known device problem. Evaluation results: visual inspection of the returned product found a tear in the optic and plate haptic. The lens was returned in liquid. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not related to the device. (B)(6).